Event description:
It was reported that during a procedure, there was smoke smell development coming from the debris shield. The procedure was completed with the original device without patient complications.

Event description:
It was reported that during a procedure, there was smoke development. The procedure was completed with the original device without patient complications.

Event description:
It was reported that during a procedure, there was smoke smell development coming from the debris shield. The procedure was completed with the original device without patient complications.

Manufacturer narrative:
Based on the information gathered from customer, the account had issues with burned fibers and debris shield. After, replaced both components the user could keep working. The malfunction found could have affected the device performance leading to the reported event of smoking, therefore, the initial allegation was confirmed. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.